Event description:
The ventilator had shut down with a reset alarm. The patient was not on the ventilator at the time, as the nurse on duty had already disconnected the patient, and was moving the patient to an alternate ventilator. The nurse had left the ventilator to run disconnected when the event occurred.